Event description:
It was reported that a patient had not been able to adjust her stimulation. The display showed "call your doctor" icon. A power on reset (por) condition on both recharger and patient programmer was noted. The por was then cleared. It was stated the patient had trouble getting coupling bars. After using antenna locate feature all 8 coupling bars were noted. A loss of therapeutic effect was also reported. Patient's feet hurt and the patient had not been able to make adjustments due to por. Two weeks later, it was reported that the patient did not have concerns with her device/therapy anymore. It was stated that the patient was "fantastic" and "pain-free after 8 years." The patient had received assistance from her doctor/company representative three days prior and her concerns had been resolved.

Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).